Event description:
On (B)(6) 2011, pt reported the infusion set cannula was scooting back up the needle as it went into her body while she was inserting the infusion headset. Pt stated it felt painful for her to wear it and wanted to know if she could change the infusion set. Advised pt to remove the infusion headset and inspect it. Pt reported, the infusion set cannula is bent in half. Pt stated, the infusion site bled a little and appeared to be red. Pt reported, she tried to insert it straight in but it wouldn't go into her body smoothly so she had to use some force to get it to go in. Educated pt on using the insertion assist plus device. Pt stated, she was able to insert another infusion headset successfully into her body with no pain. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.